Event description:
It was reported during a post operative visit following a septoplasty which involved the entact septal stapler, the surgeon noted that there was crusting on the staples which caused some obstruction. The surgeon debrided the crusting out. There were no additional patient complications reported as a result of this event.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. There are several factors that could contribute to the reported event. It is possible that an attempt was made to staple thick or hard tissue, placing the staple at the edge of cartilage, or an attempt to staple tissue in a constrained anatomical area which prevents the stapler arms from opening completely. The instructions for use for the device contains warning and precautionary measures regarding use of the device such as, ¿placement of supporting sutures or other closure augmentation may be required to ensure closure integrity when excessive tension on the wound edge is or may be present.¿ also, "possible adverse effects include but are not limited to wound complications including hematoma, site drainage, infection, toxic shock syndrome and other complications that are possible with any surgery."